Event description:
An altitude alarm was reported with the pump, and at the time of the event, there was no adverse impact to the customer's blood glucose level. The pump was found to be within the validated operating altitude range, but the speaker holes on the back of the pump were obstructed. Technical support instructed the customer to remove the obstruction to resolve the issue, and insulin delivery had been suspended due to the alarm.